Event description:
Patient had a total hip estimated 2yrs ago and was doing fine until she developed an infection. Components were removed in a stage 1 revision

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The provided x-ray was not submitted to a clinician for further review as it was undated and of poor quality. The provided operative report was reviewed and the chief scientist of sterility was consulted. The review of the record by the chief scientist determined that the systemic infection came from the urinary tract and migrated to the periprosthetic joint and was not related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had a total hip estimated 2yrs ago and was doing fine until she developed an infection. Components were removed in a stage 1 revision.